Event description:
It was reported that the voltage alarm on the 9900 system sounded and the images were washed out. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The strapping was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.